Event description:
In 2009, the pt reported that earlier today he had elevated blood glucose in the 400's mg/dl with his normal range being 135 - 200 mg/dl. He said he did not have any symptoms and bolused insulin to treat his readings but they did not decrease. He said he then checked his insulin infusion headset and discovered it had come off of his body. He stated he could not recall any hard tugs on his infusion set. He changed his headset which had been in use for 3 days and bolused insulin. He said his most current reading was 220 mg/dl. He stated he had eaten supper and was trying to bolus again, but received an a8 (bolus canceled) error. He confirmed the error and unintentionally went to the 'please remove cartridge' mode. The pt was assisted with removing the air from the cartridge, reinserting the same cartridge and priming the tubing before placing this device in run. The pt successfully delivered his remaining bolus without error. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.